Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was not receiving audible blood glucose alerts as intended. Tandem technical support verified that the alert was recorded in the pump history. Customer's blood glucose was 375mg/dl. Reportedly the customer continued to use the pump for insulin therapy.